Event description:
Reportable based on device analysis completed on 10-dec-2014. It was reported that crossing difficulties were encountered.   The target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The 32 x 2.25mm taxus¿ liberté¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion.  However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted, stretched proximally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 72mm distal from the strain relief. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).